Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had physical damage on the insulin pump. Customer stated the drive support cap was sticking out. Customer's blood glucose level was 55 mg/dl. Customer stated she was hospitalize for their high blood glucose levels on (B)(4) 2014. The customer's blood glucose level before hospitalization was 152 mg/dl and 44 mg/dl at the hospital. Customer reported that she had a seizure and could not wake up. Customer stated that the reservoir went from being full to empty before hospitalization. Customer also stated that the insulin was squirting out during the manual prime process. Customer reported that they were not wearing the insulin pump during priming. It was explained to the customer that the liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. The alarm history was checked and a motor error alarm was found. Insulin pump will be replaced. No additional information provided.